Event description:
It was reported that during implantation of the implantable neurostimulator (ins) the health care professional (hcp) observed that t he whole electrode was filled with blood. It was noted that the hcp explanted both leads and replaced them. It was noted that impedances were all fine before surgery. It was noted that one electrode was broken at a point which happened during explanation. It was noted that the products would be returned. It was noted that the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # 0207972256, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # 0207954727, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
Analysis of the lead, (B)(4), found that there was no significant anomaly. It was noted that the lead body had suspected body fluids in the lead. It was noted that there was no performance impact. Analysis of the lead, (B)(4), found that there was no significant anomaly. It was noted that the lead body had suspected body fluids in the lead. It was noted that there was no performance impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.